Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc. Once the investigation has been completed a follow up report will be filed. (B)(4).

Event description:
Customer stated "unknown". Per tech "bj1 socket loose-intermittent use of handpiece-zener mod installed". Reference repair order: (B)(4).

Manufacturer narrative:
Reference e-complaint-(B)(4). Investigation: x-review DHR, x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed issues with the unit. The complaint description only describes there is an unknown condition with the device with no additional detail. The complaint is considered generally confirmed. The bj1 socket was intermittent due to a loose nut. A protective cover on the speaker was still in place and not removed since it was manufactured in 2015. A check on coag resulted in a leakage test failure requiring an adjustment. A definitive root cause for this complaint condition is not available. A potential root cause may be attributed to assembly error for the speaker cover. There is no indication the cover on the speaker was detected by the end user. Intermittent function of the bj1 socket may have been observed by the end user but not noted in the problem description and they can be loose and still function with no issues. The leakage error was the most likely issue to have been observed by the end user and confirmed. This unit was also found to have capacitor at c21 without a zener diode. The capacitor has the potential to be overloaded due to excessive current above the capacitors' rating. The part of the circuit that had been found to have an issue on complaint and in production was c21 located on the display board. It's failure affected the foot pedal function due to being shorted. The root cause for this complaint condition is being attributed to a board update from non-rohs to rohs boards. The change had made the c21 capacitor prone to excessive current. The board used in this assembly is prior to the board being updated to include a diode on c21. The diode prevents excessive current from shorting out the component. Correction and/or corrective action: x-train personnel. The unit was checked out for normal function and inspected where upon the loose bj1 was secured and the speaker cover was removed. R77 was adjusted to specifications to address the leakage in coag. The unit was fitted with a zener diode which was put in place to mitigate the c21 component from being overloaded with current. Ecn-21881 was executed to update the print referencing supporting eng-test10487 & eng-test-10504. Remaining boards in stock were updated to include the diode under wo #(B)(4). CAPA 725 was issued and a recall (1216677-05-24-2019-002-r) will address the remaining units from the implementation of the rohs board into production up to the addition of the zener diode. Was the complaint confirmed? Yes.

Event description:
Customer stated "unknown". Per tech "bj1 socket loose-intermittent use of handpiece-zener mod installed". Reference repair order: (B)(4). Ref - e-complaint-(B)(4).